Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The citadel plus bariatric care system is intended for the acute and post-acute care environments. It is indicated for medical purposes to aid the patient and stuff during the performance of routine care. Each citadel plus bed is equipped with power drive system designed to provide powered transport for the citadel plus bariatric bed frame system. This power drive system feature is responsible for activating forward and backward movement of the device. Left and right hand steering are controlled by the user, have to be applied at the same time. Left hand trigger must be held down during entire duration of power drive operation. Right hand trigger (joystick) is used to give direction to movement (forward or backwards). Releasing left hand trigger will apply the power drive brake and make the power drive inoperable. On 26 apr 2017 arjohuntleigh has received a customer complaint involving citadel plus bed (serial number: (B)(6)). In the complaint it was indicated that bed did not stop even if the handset and power drive joystick were released. Moreover while the caregiver put the fingers onto the triggers (but does not touch the joystick) the bed started to move. The malfunction took place while transferring the device on the flat floor. We were informed that potentially, one patient has been involved in the event however no injury was sustained as a result of the incident neither to the patient nor caregiver. After the event, the device was moved through the arjohuntleigh inspection where it was revealed that the device was in overall good condition while the incident occurred except the left hand power drive handle wire and joystick which were found to be defective during device inspection. The power drive joystick was physically broken and the wire was 1mm cut. It needs to be emphasized that the power drive braking distances were compliant with manufacturer specification. The arjohuntleigh representative was unable to recreate the event with use of defective parts however as no other malfunctions than the one mentioned above were found within the device we can assume that two power drive handles and cut wire that were replaced by technician may be a contributing factor to the issue occurrence. Unfortunately, despite our best effort, we were not able to receive photos showing the condition of the defective parts nor return them for further evaluation as the engineer has already disposed faulty components. Due to above we are not in the position to determine the exact root cause of the event. Without having first-level evidence such as photos/ availability of parts for return or detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge. It needs to be emphasized that the likelihood of the occurrence of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In addition, the device instruction for use (831.374 rev. B) that was provided together with citadel plus device warns the user how to operate the device safely. When reviewing similar reportable events recorded with awareness date from 14-oct-2015 (1st complaint registered in trackwise for citadel plus bed) till 15-may-2017, a limited number of cases with similar fault description (power drive- uncommanded bed movement) were found. With amount of sold devices on the market, the complaint ratio for reportable complaints with this failure mode is considered to be low. Arjohuntleigh devices played a role in the event, as it was used for the patient treatment when the event occurred and it has failed to meet manufacturer specifications. In summary, although in the investigated complaint there was no adverse outcome, we determined to view this complaint as reportable in the abundance of caution. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to establish that the most likely the uncommanded device movement occurred due to physically broken power drive joystick and cut left hand trigger wire, however due to lack of photographic evidence of parts damage and their unavailability for return, the exact root cause of claimed failure cannot be identified.

Event description:
On 26 apr 2017, arjohuntleigh has received a customer complaint involving citadel plus bed (serial number: (B)(4)). In the complaint it was indicated that bed did not stop even if the handset and power drive joystick were released. Moreover while the caregiver put the fingers onto the triggers (but does not touch the joystick) the bed started to move. The malfunction took place while transferring the device on the flat floor. We were informed that potentially, one patient has been involved in the event however no injury was sustained as a result of the incident neither to the patient nor caregiver.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4). (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This is a follow up report to the final report sent on 2017-05-25. After reviewing health hazard evaluation (hhe) concerning uncommanded power drive movement it was established that this kind of failure may result only in customer annoyance which has an occurrence of 'rare' (unlikely; feasible, but unlikely in common use) and a severity of 'none' (no adverse health consequence. Could cause minor nuisance or inconvenience to end user). Because of the low risk to health we no longer see uncommanded power drive movement (symptom: bed is moving with only one power drive handle engaged) reportable to the competent authorities. Moreover it needs to be emphasized that the overall hhe assessment shows that addressing the product performance through a design change/software update may reduce the occurrence of customer annoyance.